Event description:
It was reported to bsc/target that, "pre-mature (mechanical) detaching problem occurred with this product. The 1st coil, gdc soft, was implanted into the lesion with success. The 2nd, gdc 10 ultra soft, was attempted to implant into the lesion. But it was removed owing to wrong size successfully. The particular 3rd coil, gdc 10, was advanced and implanted into the lesion carefully. After correct coil implanted into the lesion, the physician turned on electricity for coil detaching. Then turning on for 15 seconds, a physician became aware that mc plowere jumped into pt's artery and the coil-end (detaching zone) as 7mm came out of the lesion. Thus he stopped turning on due to this reaction. He attempted to re-implant the coil into the lesion. At the first step, he could adjust the coil into mc. After adjusting the whole coil, he was not able to do so. He then noticed pre-mature detaching upon this product. Coil was implanted successfully. There was no injured report with this procedure."